Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a target lesion in the moderately calcified and tortuous mid right coronary artery, the 3.5 x 15 mm nc trek dilatation catheter was prepped per instructions for use and no damage was noted to the device. The nc trek was advanced through the guide catheter and a separation occurred while the nc trek was still in the guide catheter. Per reported information, there was no resistance noted during advancement. The separated dilatation catheter segments were removed without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.